Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back under the two therapy electrode pads. The rash was described as irritated, red, shiny, and itchy. The patient's doctor prescribed a benadryl cream and cortizone cream. The patient's doctor also ended use of the lifevest. The patient's medical outcome is unknown as the patient ended use of the device.